Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital due to hearing beeping tones from this ICD. Interrogation of the device showed that the device reached elective replacement indicator (eri). The battery voltage was 2.69v, and the last capacitor reformation showed a charge time of 18.2 seconds. The previous follow-up of this device showed the battery status of middle of life 1 (mol1) with a battery voltage of 2.90v and a charge time of 15.6 seconds. There is a suspicion that this device reached eri earlier than it should have. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.